Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on the unknown sleeve, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: construct: multiloc humeral nail was used for a proximal humerus fracture case. When drilling a proximal hole for distal locking after proximal locking with multiloc screws, the drill was interfered with the nail. After re-drilling and inserting a k-wire, the surgeon re-tried drilling while holding the sleeve, but could not avoid interference. The surgeon decided to take freehand drilling without the aiming arm and inserted locking screws, and then the operation was completed. This report is on the unknown sleeve. This is 3 of 4 reports for complaint (B)(4).